Event description:
Reportedly, the rv lead vega m58 (B)(6) lead does not capture at 7 v @ 1 ms. In the aida, there is one recorded episode of noise. Under x-ray, no macro-dislodgement is observed. Reintervention is scheduled for next week. The physician would like to know whether the lead should be replaced.